Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing section near the lower y-site separated from the bd alaris¿ pump module smartsite¿ infusion set while priming it. The following information was provided by the initial reporter: "I was priming a bd alaris pump infusion set with backcheck valve and 2 smartsite y- site line (ref 2420-0500) and as I was progressing towards the end of the tubing set the last portion of tubing fell off close to the lower y site connection. No medication was spilled at this time."

Event description:
It was reported that the tubing section near the lower y-site separated from the bd alaris¿ pump module smartsite¿ infusion set while priming it. The following information was provided by the initial reporter: "I was priming a bd alaris pump infusion set with backcheck valve and 2 smartsite y- site line (ref (B)(4) and as I was progressing towards the end of the tubing set the last portion of tubing fell off close to the lower y site connection. No medication was spilled at this time."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-dec-2022. Investigation summary: one sample was received and tested by our quality team. The set was separated upon receipt as the customer mentioned which verified the customer's complaint. Visual analyses using a high powered digital microscope was performed to determine possible root cause of this failure. The set had appropriate solvent applied to the tubing and smartsite area but there was clear evidence that the tubing was not properly inserted into the smartsite during assembly. This is the root cause- shallow insertion during manufacturing. A device history record review for model 2420-0500 lot number 22073156 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.